Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified superficial femoral artery (sfa). After a non-bsc guidewire was advanced to cross the lesion, predilation was performed with a sterling balloon catheter. Subsequently, a 7 x 150 x 130 innova stent was advanced to treat the lesion. However, during the procedure, the shaft became stuck with the guidewire was failed to reach the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.